Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, priming, excessive no delivery and motor tests. There was no motor error alarm and no damage found on the motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading went as high as 600 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer received motor error alarm during bolus delivery and priming. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.